Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on (B)(6) 2012. The patient was treated with ip injections of vancomycin 1gm,once in 4 days, fortum 1gm 1x/day and mikacin 125mg/day. The root cause of the peritonitis was unknown. The peritonitis was resolving. The nurse stated that the event was not related to therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed. There was no batch review or sample evaluation for the disposable set. The cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.